Event description:
Customer reported a discrepancy while running a cord blood sample on galileo. A relexfwd_abo and dat assay were run with a k3 edta cord blood sample. Galileo reported result of ab, rh positive and positive dat. Customer noticed that the reaction with anti-b was graded 1+. Customer stated that their policy is to retype all patients without a known history and any potential discrepancies. The customer then washed and retyped the sample on the galileo (fwd abo). Customer also confirmed the result by tube testing and both retypes were a, rh positive.

Manufacturer narrative:
Customer stated, they do not always wash the samples before testing. Customer was advised to thoroughly wash the wharton's jelly off the sample before running it on the instrument. Interference from wharton's jelly cannot be ruled out as a contributing factor in the weak reaction with anti-b. Customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.